Event description:
There was no reported patient impact associated with this complaint. The patient's mother contacted animas alleging that the subject pump was losing time. The patient reported that she noticed the time on the pump was set to 7:27pm when it should have been set to 7:31pm. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. Daily insulin delivery totals correctly reflected the user's programmed basal rates. An ez-prime function was performed without incident. The pump was exercised for 5 days and was then powered down for 1 hour on (B)(4) 2012 with no resultant alarms. The pump was noted to have maintained the time and date accurately during testing. Investigation was unable to confirm or duplicate the complaint.